Event description:
Patient reported their alignment for their upper and lower teeth was not properly monitored and they are now having extreme jaw pain. They may also have a cracked tooth because of the aligner fit. They have gone to both dentist and orthodontist. Requested letter of recommendation or diagnostic findings, provided information on jaw discomfort. Requested bite video for evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.